Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 unopened racepack. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the needle attachment of the sample received and the result fulfill the requirements of the OEM. Needle attachment test results prior to releasing product were according to manufacturer's specifications. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: n/a. Corrective/preventive actions: n/a.

Event description:
Country of complaint: (B)(6). Thread detaches from needle easily.